Event description:
It was reported that the 2600 system had a filmer stuck error fault. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.